Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced a blood glucose (bg) level of over 600 "based on feel since customer was unable to check the bg." Cause was not known. Customer administered a correction bolus via the pump and manual insulin injection to address the bg. The customer resumed insulin delivery, customer does have manual injection available if needed for insulin therapy.